Event description:
It was reported that after redilating lesion with a competitor balloon, the stent was inflated to a pressure higher than recommended (against instructions for use). It was noted that the proximal end of the stent delivery sys balloon bulged abnormally as pressure within the stent delivery sys dropped. Stent was adequately apposed. No other pt issues were reported.